Event description:
Plate broke in pt; reason for breakage unk. Plate was explanted (B)(6) 2011, original implant date was (B)(6) 2011. Pt's long term health was not compromised.

Manufacturer narrative:
Product will be sent to the MFR for eval upon return to our facility.